Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's battery was depleted due to not charging. As a result, the patient underwent surgical intervetion on (B)(6) wherein the ipg was replaced with a new model. Effective therapy was restored post operatively.